Manufacturer narrative:
It is determined that the current claim is a duplicate of MFR report# 2023826-2013-00438. Please disregard this report. Claim# (B)(4).

Manufacturer narrative:
Product code: unk; (B)(4); claim#: (B)(4).

Event description:
(B)(6) complaint: the reporter indicated that the surgeon implanted an implantable collamer lens (icl) into the patient's right (od) eye. The patient reports elevated iop, acute block due to oversized lens. Closure of pi's, pi's redone. Medication administered. Lens exchanged with a shorter lens, and the problem is resolved. Attempts to obtain additional information have not been successful.